Event description:
Alleged event: the catheter balloon deflated and the device fell out. The pt's condition was reported as unk.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related events.